Manufacturer narrative:
The customer called back stating that service is no longer needed. Biomed performed repairs. Per biomed unit functions as designed.

Event description:
The customer reported the system displayed fuzzy images. They used a second unit to finish the case. There was a delay to the case, but no pt injury.